Manufacturer narrative:
Weight reported as (B)(6). Date of event: unknown. Implant date: unknown date (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm reconstruction plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed it to conform to all requirements at the time of acceptance with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original surgery was completed on an unknown date in (B)(6) 2014 for a mid-shaft radius fracture. Surgery was originally compressed with one 3.5mm reconstruction plate and six 3.5mm cortex screws. The patient was in his last day of physical therapy and was doing a grip test when the patient heard a pop. The patient went for an x-ray on (B)(6) 2014. It was confirmed via x-ray that he had re-fractured his radius at the same location of the original fracture site. A revision surgery was performed on (B)(6) 2014 to revise the fracture by removing originally implanted plate and screws. Removal went very smoothly and there was no broken hardware. Patient was revised with one 3.5mm locking compression plate (lcp) plate and screws. Patient and case turned out well with no complications. It was reported that it was unknown whether original surgery was at mal-union or non-union state. There was no surgical delay was reported. This is report 1 of 2 for (B)(4).